Event description:
It was reported that the bd alaris smartsite texium secondary set was leaking. The following information was provided by the initial reporter: leaking.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. E.1. Address was not located, and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Imdrf codes must be updated

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 10013364t and lot# 24079174 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 03jul2024. There were quality notifications issued for the failure mode reported by the customer during the production build of this set for lot 24079174 as notification ID #(B)(4) on (B)(6) 2024. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.